Manufacturer narrative:
Product is not expected to be returned. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to other/on product experience. This lead remained in service for 15 months and it was explanted along with the pacemaker device. Reasonable evidence suggests this lead exhibited a malfunction. No additional adverse patient effects were reported.